Event description:
A preface catheter guiding sheath was used in mapping of pulmonary vein for atrial fibrillation. Puncture of femoral vein, complicated introduction of sheath with dilator inserted. After successful introduction of the sheath, pulmonary vein mapping was perfomred successfully. During withdrawal of the sheath the sheath soft tip remained within the patients groin and had to be removed from vasculature by surgical cut down. Patient's condition is okay.